Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification to: serial number (B)(6), lot number 62608. The reported events of scleral redness, bcva decrease equal to or more than 2 lines, hyphema, 3 + punctate epithelial erosion, mild lid swelling, and best corrected visual acuity loss of 2 or more lines are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient experienced scleral redness that was treated with use artificial tears, bcva decrease equal to or more than 2 lines that was treated with artificial tears for lubrication and foreign body sensation, hyphema, 3 + punctate epithelial erosion which has been treated with concomitant medication and artificial tears to lubricate eye, mild lid swelling, best corrected visual acuity loss of 2 or more lines and itching around brow area (deemed not device related) in the right eye against the xen®45 gts. All reported events have been recovered/resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional event reported iop increase over 10 from baseline. Needing procedure has been performed. Event has been resolved.